Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and surgical procedure, as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The 2.8x16mm graftmaster rx device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid left anterior descending artery. A 2.8x16mm rx graftmaster covered stent failed to cross due to the anatomy. A second 2.8x16mm rx graftmaster covered stent was advanced and deployed; however, the perforation was too long compared to the stent size and it did not seal completely. A 3.5x19mm graftmaster rx covered stent was deployed and successfully sealed the perforation, but it occluded the diagonal artery. The patient was sent to coronary artery bypass surgery. The patient is doing well and has been discharged. The use of the graftmaster rx covered stents did not cause or contribute to any complications or adverse events. No additional information was provided.